Event description:
It was reported that the ventilator failed turbine accuracy test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the provided information from our service representative field service engineer, the event was related to a turbine with 65535 operating hours which is much above the operating hours of the ventilator. The error was solved by replacing the turbine. The faulty turbine was returned for further analysis. The provided logs confirm the reported error at the date of event. The number of reported operating hours in the log are corresponding to approximately 7,5 years of continuous operation. The affected ventilator has an "install/implant date" (B)(6) 2023 which make it impossible to accumulate so many operating hours during this period of time. The provided status log shows a total ventilating time of 1067 hours which is also the maximum turbine operating time. Simulated use test of the defective turbine confirm the error with failed puc due to turbine operating hours above limit. The 65535 number is the maximum obtainable number in the 16 bit binary system; the error is related to the turbine controller. However the root cause of the error could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).